Event description:
It was reported that an unknown number of patients underwent laminoplasty at l3-l7. Sometime post-op, patient(s) complained of "ex cess pain at the right shoulder approximately 1-2 weeks after the procedure. The physician stated that the "uncut spinous process which was rigidly fixed by the plate might push muscles". No other information is known.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.